Event description:
It was reported that testing in situ carried out on (B)(6) 2013 showed 9 electrode channels in status hi. No further information has been received to date.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.